Event description:
Information received indicates the lower left siderail will not latch.

Manufacturer narrative:
The technician found feeding tube fluids in the siderail latch mechanism preventing the latch from locking. The technician cleaned the latch slot and arm to repair the bed.